Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer due to hospital policy. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
It was reported that surgeon revised patient's left knee due to metal post breaking off of the poly. Upon opening the knee surgeon noticed metallosis and 1/2 of the metal post at the bottom of the poly had broken off and was floating in patient's knee. Surgeon removed and washed out site and replaced with ts poly.

Manufacturer narrative:
An event regarding a crack/fracture and metallosis (altr) involving a duracon insert was reported. The crack/fracture was confirmed following visual inspection of the images of the explanted device. Altr is not confirmed. Method & results: device evaluation and results: visual inspection: the device was not returned however images of the explanted device were provided. The images showed the metal post fractured into two separate parts. The device is otherwise visually unremarkable. Medical records received and evaluation: no information was received for review with a clinical consultant. Device history review: all devices in the reported lot were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the reported lot. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as device return, x-rays, operative reports, pathology report and patient medical records would be helpful in investigating this event further. If additional information and/or device become available, this investigation will be reopened.

Event description:
It was reported that surgeon revised patient's left knee due to metal post breaking off of the poly. Upon opening the knee surgeon noticed metallosis and 1/2 of the metal post at the bottom of the poly had broken off and was floating in patient's knee. Surgeon removed and washed out site and replaced with ts poly.